Event description:
It was reported when using the bd¿ syringe with needle there was foreign matter found in the syringe. The following information was provided by the initial reporter. The customer stated: "when the nurse prepared to use 10ml syringe and while opening the outer package, found black spots in 10ml syringe. The device was discarded and replaced with a new 10ml syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301947 and lot number 2103169. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation by our quality engineer team. Through examination of the retained samples, no signs of defect or foreign matter could be found. Based on the limited investigation results, an exact cause related to the manufacturing process could not be identified for this reported incident.

Event description:
It was reported when using the bd¿ syringe with needle there was foreign matter found in the syringe. The following information was provided by the initial reporter. The customer stated: "when the nurse prepared to use 10ml syringe and while opening the outer package, found black spots in 10ml syringe. The device was discarded and replaced with a new 10ml syringe."